Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the post-op check the atrial lead had pacing and sensing failure. Chest x-ray was performed and confirmed atrial lead perforation. The atrial lead was explanted and the atrial port on the device was plugged. No further patient complications have been reported as a result of this event.